Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure; after implanting the lens, surgeon looks under the microscope that the lens is marked on its periphery caused by the injector. There was patient contact. The procedure was completed on the same day. There was no patient harm.

Manufacturer narrative:
One opened injector in a bag was received for the report of a marked lens. A visual inspection of the iol handpiece injector was performed and was found to be conforming. A dimensional inspection for plunger position height was performed and was found conforming. A functional thread to barrel engagement check was performed and was found to be conforming. Device/batch record review: a review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. One photo attached to the parent complaint was reviewed by the investigation site. The photo shows a damaged lens. The reported issue was confirmed. Conclusive: not alcon manufacturing related - based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all visual and functional testing. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.